Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -10.0/3.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned which was noted as resolving the problem; but the lens was still exchanged with a same length but different model lens (spherical) and the problem was resolved. It was indicated "the patient requested surgery even after full communication before surgery. The lens rotation occurred after operation; the vicmo lens was replaced after repositioning. The eyes reached 20/16 and 20/12 after the operation; the patient was quite satisfied". The cause of the event was reported as the patient related factor; and noted "sensory ligament was slack".

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).